Manufacturer narrative:
A manufacturer lot code was not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
The consumer stated by e-mail that a tampon unraveled during removal and pieces remained inside the body. This event occurred with one tampon. There was an attempt to contact the consumer on (B)(6) 2018 for more information. The consumer answered the phone, but then disconnected without providing any additional information. On (B)(6) 2018, the consumer called and stated that she was unsure if pieces remained inside, and said she may seek medical assistance to be sure. There were two more attempts ((B)(6) 2018 and (B)(6) 2018) to contact the consumer for more information, in which she stated she is doing well and is confident that no pieces remain inside. She did not seek medical assistance and has no plans to do so. No further information is available at this time.